Event description:
The patient¿s device was not working and she had it removed over three years ago. Additional information has been requested to obtain more information regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 377860, lot# n0043827, implanted: (B)(6) 2005, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 377860, lot# n0043824, implanted: (B)(6) 2005, product type: lead. (B)(4).